Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgical stapling in a laparoscopic procedure, the stapler locked the handle and there was a loud noise on the first use. After that, it did not work anymore. The device did not fire. The surgeon able to press the green button and was able to squeeze the handle. They opened a new stapler to resolve the issue in order to complete the case. There was no patient injury.